Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 540 mg/dl. A manual correction injection was administered to address elevated bg. Customer changed pump supplies to address the issue.